Event description:
The customer reported that the system intermittently did not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer cancelled the call.